Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of appropriate documentation: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿. Implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. Complaint reported that the implant was threaded the reported complaint could not be verified without return of the device. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Last name unknown / not provided. PMA/510(k) number: k011028 / k013227.

Event description:
The customer reported that the (B)(4) implant internal was threaded.